Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. The complaint of 076 detached/missing sensor wire was confirmed. The root cause could not be determined post investigation.